Manufacturer narrative:
The investigation into the optical signal issue has been completed. The impella pump was returned for investigation. No field data logs were provided for this investigation and the serial number of the console used was not provided. The impella cp was returned, and the sensor was functional during testing and the signals and fringe were within normal limits. The investigator determined because another pump was used without issue on the same console it was unlikely a console issue that cause the signal issue. The investigation noted the product met specifications and the cause of the issue was use related and improper technique. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump was not showing a left ventricle (lv) signal. Pump was removed and replaced with a new impella cp pump. No patient harm was reported.